Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the doctor was luxating a tooth, the tip of the instrument fractured. The tip was easily suctioned out and did not fall into the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The initially reported lot number was incorrect, and the correct lot number was obtained upon product receipt. The complaint is confirmed. On visual inspection, the elevator is in good overall condition with minor scratches. Also noted is that the tip of the elevator is fractured. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This lot has a quantity of (B)(4); there are nine (9) total complaints (10 parts total) regarding elevator tip fracturing for this lot. The most likely underlying cause of the complaint is the instrument experienced force in excess of what it was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.